Event description:
The affiliate reported that the patient had a spontaneous intracerebral hemorrhage. The physician implanted a sensor into the patient¿s ventricle and upon implantation, it was found that the icp could not be recognized. The sensor was changed but it still failed. As a result, the physician implanted another basic probe to complete the procedure.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Received catheter in a drainage tube. Catheter material behind drainage tube has several kinks and bends. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 10/24/2012. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.